Event description:
A nurse initially reported that the priming of the fms (fluid management system) cassette was done with the use of the remote control, that the phaco handpiece didn't work and that there was no pt involved. Additional information received indicated that the handpiece worked fine after the defective cassette was detected. The cassette was not exchanged and the pt's lens was extracted manually by the surgeon. No further details related to the procedure or the pt were provided. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).